Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 198 mg/dl. The cause of the past occlusions could not be determined. The customer declined tandem technical support's offer to troubleshoot the current occlusion and had successfully delivered a bolus without receiving the occlusion alarm. Reportedly, the customer had been using humalog u200 in the cartridge.